Event description:
It was reported that the patient had an interstim implanted 2 years ago and 3 weeks after it was implanted they had it removed. The stimulator felt like a live hot electrical wire inside of them when it was on and it hurt them. The patient tried various settings to no avail. Their body could not accept the stimulator and the problems really began when it was removed. As a result of having it put into their sacral nerve and then removed, the patient had ongoing issues and their quality of life was and had been negatively affected. The patient had been undergoing a continuation of bladder installations for their interstitial cystitis (ic) and they accepted that. The ongoing physical therapy for the damage the stimulator caused was another matter. Where the lead was attached to their right pelvic bone affected their right leg and absolutely affected every single step they took. The patient¿s right leg swelled and on old injury came back with a vengeance. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. (B)(4).